Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting while loading a new cartridge with tandem technical support and planned to revert to an alternate method in insulin therapy if needed. No additional information was provided.